Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (B)(6); product type: 0195-heart valves; implant date 2025-09-25; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, bleeding and cardiac tamponade occurred and two units of blood were transfused. Mild paravalvular leak (pvl) and central aortic regurgitation was noted and no treatment was reported. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) and no treatment was reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The cardiac tamponade was caused by a left ventricle perforation with a non-medtronic guidewire/catheter. The delivery catheter system (dcs) did not contribute to the injury. There was no evidence to suggest the dcs caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, bleeding and cardiac tamponade occurred and two units of blood was transfused. Mild paravalvular leak (pvl) and central aortic regurgitation was noted and no treatment was reported. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) and no treatment was reported. Additional information was received that a post-implant balloon dilation was performed during the index procedure to treat the pvl and central aortic regurgitation. The cause of the cardiac tamponade was a left ventricle perforation with a non-medtronic guidewire/catheter. Neither the valve or delivery catheter system (dcs) contributed to the injury which was treated with a pericardiocentesis.